Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/02/2015 with the following findings. On investigation, the pump powered up to a dim verify screen with a pinkish contrast. Auditory and vibratory features were operational. The audio bolus button cover was detached and missing from the pump. Unable to perform functional test on the audio bolus button. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim and discolored. This report is made based on the results of investigation completed on 12/02/2015.